Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the side bail covers were broken. (B)(4).

Event description:
It was reported that a blank line runs through the menu screen of the epg (external pulse generator). The epg was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that a blank line runs through the menu screen of the epg (external pulse generator). The epg was returned for repair. No patient complications have been reported as a result of this event.